Manufacturer narrative:
An event regarding alleged loosening involving a proximal tibia mig was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the affected implant for proximal tibia mig. Which was inserted on 31 may 2010 has been reported by the surgeon that the implant requires revision due to loosening. The x-rays provided has shown gross osteolysis and bone absorption around the tibial stem. The tibial stem has tilted towards the lateral, which indicates that the tibia stem has aseptic loosening, therefore the reason for the revision has been confirmed. Considering the fact that the stem has been in situ for 8 years, the reported loosening could be due to patient factors such as body weight, activity levels or biological response to wear debris leading to osteolytic legions and aseptic loosening of the implant. Product history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 24 may 2010 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 2015 to present for similar reported events regarding tibial stem loosening. There have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a proximal tibia mig device approved for compassionate use in the united states. Device not returned.

Event description:
A new prescription form has been received for a revision due to loosening. The patient has a proximal tibia mig in situ and the surgeon would like to revise it to a jts.